Manufacturer narrative:
(B)(4). The customer reported that they could not acquire pads ECG during a pt event. There was no report of adverse pt impact or outcome. Philips evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the issue. We will consider this a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.

Event description:
The customer reported that they could not acquire pads ECG during a pt event. There was no report of adverse pt impact or outcome.